Event description:
It was reported that the ilet displayed alert 69 indicating an algorithm data parity check fault, after which the user experienced elevated glucose for about two hours and was advised to shut down the device and revert to backup therapy; a replacement ilet was shipped and the user planned to use subcutaneous insulin via pen and continue cgm through the dexcom app. Symptoms included hyperglycemia without ketone testing, medical intervention, or acute health effects. Outcomes included temporary interruption of automated insulin delivery and use of alternative therapy without hospitalization. Investigation included review of device self-check alarm records and troubleshooting guidance, with instructions to return the original unit and to note that data would not transfer to the replacement. Investigation of this case revealed a device malfunction consistent with an algorithm data integrity error associated with the ilet controller electronics. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure requiring device replacement.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.